Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, physician attempted many times (approximately 15 times) to deploy the tip into the mid septum. Each time, the ipl quickly dislodged during the procedure. Physician retracted the tip between attempts. There was radiographic evidence that the tip was deployed and retracted. Physician removed the ipl to visualize the tip, and could view the tip extending, but not fully retract when attempted. A different ipl was attempted, and despite several attempts, the ipl repeatedly fell out of position during implant. A competitor lead was used which was also very difficult to deploy into the septum. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.